Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge 3.00mm x 15mm, was returned for analysis. A visual, tactile, microscopic examination, and leakage testing were performed on the device. Multiple hypotube kinks were identified. Multiple kinks were identified along the polymer extrusion. A 7mm longitudinal tear was identified in the balloon. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated because a 7mm longitudinal tear was identified in the balloon confirming the reported allegation. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.